Manufacturer narrative:
The patient underwent mesh implantation in order to treat a stage ii anterior vaginal wall prolapse and stress urinary incontinence. The patient underwent the concurrent procedures of cystourethroscopy and anterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.